Event description:
I have been using the clear care hydrogen peroxide-based contact lens disinfecting solution for at least the last 10 years. I usually purchase the multi-pack packages which contain 2 bottles of solution but only one disinfecting case. Within the last year or two, I've noticed that before both bottles of disinfecting solution have been used, my eyes immediately start burning badly upon insertion of my contact lenses requiring me to either remove and rinse them with a saline solution or discard the lenses altogether and replace with a new pair. Researching this a bit on social media, it seems like this is not an uncommon occurrence and many people have reported similar issues. Alcon is aware of the situation but claims that one contact lens case should last for both bottles when it is clearly it does not. They know there are people using their product that are being injured but appear to be ignoring this so they can get by with only a single case in a multi-pack.